Event description:
Lead management case to extract two non-functional leads. The 4096 ra lead (impl. 84mo) was prepped with an lld. The physician began extracting using a 14f glidelight but heavy resistance (potentially lead to lead binding) was encountered in the mid-subclavian. No progress could be made with the 14f glidelight so a visisheath m outer sheath was inserted for manual dissection; allowing the physician to pass through the resistance. Resistance was met again in the mid svc. At this time the physician was unable to pass with the 14f glidelight and visisheath m so the physician upsized to a 16f glidelight and visisheath l. The physician was able to pass the 16f glidelight through the occlusion by intermittently using 3-4 laser trains and manual dissection. Manipulation of the visisheath l upon reaching the next binding site the patient's blood pressure began to drop. The CT surgeon was called and a sternotomy was performed where an innominate/svc tear was discovered. The rescue team was unable to get the patient on bypass and the tear was deemed irreparable; patient did not survive the intervention. The physician attributes the tear to possibly advancing the mechanical sheath through the svc.